Event description:
Reporter noted receipt of report from hospital: vitrectomy pump on system failed while phaco pump was working. Despite attempts to rectify, operation had to be abandoned; wound closed. Pt had anterior vitrectomy next day at another facility. Delay in completing procedure caused elevated eye pressure, as viscoelastic couldn't be removed; required additional medication to control. Pt reported as fine after vitrectomy. Outcome should not be affected, but there is a risk this may not be the case.